Event description:
Medtronic received information that after the use of a fusion oxygenator, it was reported that the customer wanted to test how 'easy' it was to remove the temperature monitoring adapter (tma) post case. The customer used a pair of clamp scissors post case and twisted the tma anticlockwise to understand the force required for it to be removed. Nothing occurred pre bypass, during bypass or even post bypass, it occurred because the customer wanted to test how easy it was to twist and remove the tma after the case to understand the force required to dislodge/remove the tma. There was no adverse patient effect associated with this event. Medtronic received additional information that the tma detached from the port as it was physically manipulated by the customer using a clamp scissors to test the tma. It was not loose when the package was opened. The customer did not test it prior to use, he only applied force to the tma post case to test the connection strength. The customer did not measure how much force was used to dislodge the tma, it was done by hand using the scissors clamps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint is confirmed for the fusion oxygenator's loose temperature monitoring adapter (tma). The device did not return for analysis; however, the issue was verified via the customer provided photo. This is a known issue for loose tma inserts. The device history record cannot be reviewed, as no lot number or serial number was provided. Customer communication of this issue has been initiated via fa1302, which provides device use recommendations for affected product. Root cause investigation concluded that the presence of ethylene bis-stearamide (ebs) wax on the new tma component affected the material properties that caused the torque specification to not be met. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. Correction h9 (correction number): this field has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.